Manufacturer narrative:
(B)(4). Date sent: 8/13/2025. D4: batch # unk. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: is the current patient status known? Good. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Malformed staples. How was the bleeding controlled? Compression. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, after fired, noted the staples malformed. Then during the surgery, after fired, the staple line and cut line are both complete. Noted oozing. To stop oozing with compression hemostasis. Changed another four staples to continue the surgery, the same problem happened. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 09/01/2025. D4: batch #t5dp62. Updated data: d4 (expiration date), h4. Corrected data: UDI. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one cecr60m (d) reload was received sterile and with no apparent damage. The returned reload was opened and tested with a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the reload performed without any difficulties noted. No malformed staples were observed. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon 60mm is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number t5dp62, and no non-conformances were identified.